Event description:
The complainant stated that the circuit board was burned. The unit was returned to ohio medical corporation for eval and repair. A replacement was sent to the customer. This event did not contribute to a death, illness or injury.

Manufacturer narrative:
Conclusion: based upon the analysis of tecnova and the testing per protocol #0014, it is determined that the care-e-vac 3 circuit board part number 758052 does not require diode d14 to operate. Diode d14 can overheat when a series of specific events occur causing smoke and a burning smell but poses no pt safety risk. Of the 15 reported incidents, no pts were harmed. Circuit board part number 758052 continues to operate as designed without the use of diode d14 which as noted by the circuit board experts, is not a necessary diode. With the limited failure rate of (B)(4) and the negligible risk to pt and user safety, it was decided not to recall units at this time. Moving forward, we will continue to monitor the complaints and change out all care-e-vac iii circuit boards to the updated rev 5 circuit board in units returned for service. Furthermore, CAPA (B)(4) has been initiated to evaluate preventive actions with regard to the care-e-vac iii units in the field that contain the previous circuit board revision containing diode 14. A follow-up report #2 will be provided once preventive actions have been identified and evaluated. Rationale surrounding any additional actions or no action will also be discussed under CAPA (B)(4) and included in the follow-up report #2 with regard to this event.